Event description:
Allegedly in the xray, the base appears to have a peice broken off on the medial side.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. To date, no revision surgery has occurred and no patient issue has been reported. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend. X-rays were provided; however, the product was not returned. (B)(4) - evidence that product in specification when used, undetermined.